Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient had dark vision, headache and glare. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as side effects. Additional information has been requested.